Event description:
It was reported that the table locks did not actuate upon release of the foot pedal, causing the tabletop to unexpectedly free float in the longitudinal and lateral directions. Prior to the incident, the technologist loaded the patient onto the table and activated the foot pedal to float the table to acquire proper positioning. The technologist released the foot pedal and proceeded to take the exposure. At this time, the technologist was not aware that the locks remained disengaged. The table moved during the exposure, resulting in a retake. According to this site, no other exams or patients were affected by the malfunction. No fall or obvious injury was reported.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found a faulty pedal control board that prevented the table locks from engaging, thereby allowing the unexpected float motion. The fe replaced the board and verified that the locks were functioning as expected. The site contact has no further information regarding patient details.